Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the pt received a linear burn to the labia after a hysterectomy had been performed. The burned area was not noticed by the surgeon until a week after the procedure. The burned area was described by the attending physician as 1st-2nd degree and was treated with silvadene cream. The surgeon does not know if the device caused the burn and stated there were metal retractors, metal clamps and a metal suction tip also in use during the procedure. The pt has made a full recovery and will not require any further treatment. The customer did not retain the device after the procedure and it will not be returned for analysis.